Event description:
It was reported by the patient that a fall occurred and the device had "shifted noticeably" since the fall. Follow-up done and patient was not evaluated by a physician so unable to verify or deny device migration or if there was intervention done. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.